Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, there was two o-rings from previous cartridges on the pneumatic tap. The customer removed the o-rings and successfully loaded a cartridge onto the pump. There was no reported adverse impact to the customer.